Event description:
It was reported that a cartridge alarm 24 and cartridge alarm 06 occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, customer cleaned the speaker holes and cleared the alarms. Customer¿s blood glucose level was 170 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.